Event description:
It was reported that the patient presented in the operating room for replacement of right ventricular (rv) lead due to a steady rise in impedance on the superior vena cava (svc) coil and a more abrupt although smaller rise on the rv coil. The lead was assumed to be a coil fracture in process. The rv lead was capped and replaced. When the new rv lead was connected to the original implantable cardioverter defibrillator (ICD) the rv coil impedance was high. The physician disconnected and reconnected with the same result. The lead was reanalyzed and the ports were switched to confirm readings. The rv coil still measured high impedance. The device was explanted and replaced. Upon connecting the rv lead to the new device all impedance values were in the normal ranges. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. (B)(4).